Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Throughout the medical records it was noted the patient continued to have recurrent peritonitis thought to be associated with a breach in sterility. However, during this hospital admission the patient¿s catheter was removed due to an infection. Fresenius medical care does not manufacturer the catheter. There was no documentation in the medical record supporting a possible association between the liberty cycler and the events.

Event description:
On (B)(6) 2015, the patient presented to a hospital's emergency department hypotensive with a systolic blood pressure in the 60's, lower extremity mild to moderate edema, profound weakness that started approximately three days prior. The patient was admitted and diagnosed with generalized weakness, infected peritoneal dialysis catheter and hypotension. During the admission on (B)(6) 2015, it was found that the patient's pd catheter was blocked prohibiting the patient to perform pd therapy. A tunneled trialysis central venous catheter was placed and the dialysis treatment modality was changed to hemodialysis therapy. On an unknown date during the admission, the patient was initiated with vancomycin and cefepime via intravenous (IV) route (dose regimen not reported). On (B)(6) 2015, the patient underwent pd catheter removal due to recurrent peritonitis. On an unknown date during the admission, the patient was diagnosed with (B)(6) bacteremia. On (B)(6) 2015, the patient was discharged from the hospital with orders for intermittent hemodialysis, cefepime and vancomycin via IV route (dosage not reported) for two weeks post dialysis therapy. The event of hypotension resolved. It is unknown if the peritonitis resolved and it is unknown if the bacteremia resolved.

Manufacturer narrative:
(B)(4). This is one event (hypotension) of three events reported for the same patient involving three separate incidents. A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
Patient medical records indicate the patient was hospitalized on (B)(6) 2015 with hypotension. Medical records indicated the patient reported feeling weak over 2-3 days. He presented to his nephrology appointment and was profoundly weak and initially had hypotension with systolic blood pressure reported to be in the 60's. It was noted the patient's blood pressure subsequently recovered. The patient was sent to the emergency room where his blood pressure was within normal limit to low normal range. He was given fluids (type and quantity unspecified).